Event description:
During the change of shift narcotic count amounts infused via pca or epidural pumps are documented. Pump lcd display indicated that the volume to be delivered was fully infused, but the bag remained full. A kink was noted in the tubing between the bag and the pump, but there is no alarm mechanism for this. Pt's pain was not adequately controlled for a prolonged period of time controlled.